Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted beyond its labeled expiration date. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Addendum: h11: this supplemental MDR is submitted to document the additional information provided. Based on the additional information provided, it was identified that the expired mesh was opened during the preparations, but due to patient complications they could not proceed with placing the mesh, the mesh was not implanted. As such, there was no issue identified based on the reported event. Updated fields: b4, b5, e1, g3, g6, h2, h6, h10, h11. Corrected field: d.6a (implant date), g2. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure, a ventralex st mesh which had a labeled expiration date of 28-mar-2024 was implanted on (B)(6) 2024 in the patient. There was no patient injury. Addendum: it was reported that the mesh was booked for a case and was opened during the preparations, but due to patient complications they could not proceed with placing the mesh, the expired mesh was not implanted.

Event description:
As reported, during an unknown procedure, a ventralex st mesh which had a labeled expiration date of 28-mar-2024 was implanted on (B)(6) 2024 in the patient. There was no patient injury.

Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted beyond its labeled expiration date. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.